Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 409 mg/dl at the time of incident. The customer's current blood glucose was 207 mg/dl. Customers blood glucose level was 465 mg/dl when admitted to hospital. The customer reported that the drive support cap appears normal. The customer was treated in emergency room. Based on customer report customer does not allege pump was under delivery. The insulin pump will not be returned for analysis.